Event description:
It was reported that one day post procedure, the patient experienced hemolysis with an increased in creatinine levels. During a routine follow-up visit, the patients creatinine level was checked and had increased from 40 to 450. During the procedure, 140 applications of pulse field ablation (pfa) energy was delivered using the farawave pulse field ablation catheter. There was no allegation indicating that this catheter did not perform as intended. Additionally, the patient underwent dialysis treatment and was admitted to the hospital. The patient complication is ongoing. The catheter is not expected to return for analysis as it was lost. It was further reported that the patient also experienced renal insufficiency and hematuria. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.